Event description:
Unomedical reference number (B)(4). Event occurred in france on (B)(6) 2024, it was reported that the patient faced an issue with the infusion set as the infusion set was not addhering for a longer period of time and the patient had to change it earlier than 7 days as expected. No further information available.